Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 9th august, 2019 getinge became aware of an issue with one of washers disinfectors - 9128. As it was stated, bracket which was holding the door was loose and the steam was leaking through the door activating the fire alarm on the facility. There was no injury reported however we decided to report the issue in abundance of caution, as the steam leak from parts available for the user could lead to serious injury or worse.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the received incident is the 6th one registered in the getinge complaint handling systems for issues where unexpected steam leak from device parts that the user is exposed to occurred due to various reasons. In no previous case a serious injury or worse occurred and all such events were reported based on the potential for harm rather than actual harm. The product involved in the incident is an 9128 washer disinfector with the serial number (B)(6). The unit was manufactured on 01th september, 2016 and installed on 20th january, 2017. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. During the investigation course, we were able to establish that the hot media leaked from the door started to leak during the cycle. The door was leaking because of being misaligned and moving improperly. The malfunction of the door moving mechanism was found to be caused by the loosened bracket holding the door in the rail. Such failure could be an effect of external damage of the rail or the vibrations of the device. After issue occurrence, the customer site was visited by getinge representative who was able to adjust the part and return the device to the customers¿ usage. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by a manufacturer side.

Manufacturer narrative:
The issue is being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).